Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula to be stretched, measuring 1.190 inches, and have a tear on the exposed portion of the soft cannula. Fluid could not flow through the complete fluid path due to this tear. It could not be determined when these damages occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with a new pod.